Event description:
It was reported to us that the biopsy aiming device was off by 1.5 cm during a patient procedure. The user noted the issue and contacted siemens service for assistance. The user was able to complete the patient procedure manually. Upon evaluation by siemens service, the unit was found to be within specifications and service was unable to reproduce the problem. The factory's investigation determined that this problem was likely a result of user error when inserting the film.